Event description:
The customer reported the subject device was exhibiting image issues and there was an issue with the angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image disappeared during angulation. This report is being submitted for the malfunction found during evaluation (image disappears). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the image would disappear during angulation due to a failure of the image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared during angulation due to failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause could not be determined. The reported issue (angulation issue) was confirmed - the angulation lock was loose due to deterioration of the friction plate. In addition, service found the bending section cover was scratched, the adhesive on the bending section cover was chipped, switch button #1 was scratched, the video connector was deformed, the video connector case was deformed, and the lock engagement lever was not moving smoothly. The product label, the manufacturing label, and the label of the video connector part was peeled off. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.